Event description:
On (B)(6) 2021, this patient underwent emergency endovascular treatment using conformable gore® tag® thoracic stent graft with active control system for a rupture of a dissecting aortic aneurysm after type b dissection. The first ctag ac was deployed on the distal side with no reported issues. The second ctag ac was deployed at a position where the partial uncovered stent intentionally covered half of the left subclavian artery. Angiography revealed the delayed flow to the left subclavian artery. The patient tolerated the procedure. On (B)(6) 2021, upon a review of the procedure image, it was reported that the partially uncovered stent fully covered the left subclavian artery. No intervention has been reported to gore. The patient will be monitored.